Event description:
It was reported that the deep brain stimulation (dbs) patient never received any relief of his left arm tremor symptoms due to where the lead was originally placed. The patient underwent a revision procedure where the right brain lead, lead extension and burr hole cover were replaced. The explanted devices were retained by the medical facility and were not returned to bsc.

Manufacturer narrative:
Additional pro code selections that apply to the indication of this device - mhy. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7122818. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 33162393.